Event description:
It was reported that this right ventricular (rv) lead exhibited lead dislodgement due to patient twiddling the device. This rv lead was explanted and replaced with the same model. No additional adverse patient effects were reported.